Manufacturer narrative:
A steris service technician inspected the v-pro sterilizer and confirmed that the unit was operating properly. The cycle printout subject of the reported event evidenced that cycle parameters were met. In addition, the facility monitors all v-pro cycles w/chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci demonstrates that the load has been processed/exposed to vaporized hydrogen peroxide. Retain testing completed on the lot subject of the reported event evidenced passing results, no issues were noted w/the biological indicators. The DHR also evidences the lot was manufactured to specification. The results of the sterilizer record, ci, and equipment inspection demonstrate that the instruments processed in the unit were properly sterilized. Steris is scheduled to conduct in-service training on the proper use and handling of the bi during the week of 05/27/2013.

Event description:
The user facility reported that they obtained a failed biological indicator (bi) in the v-pro sterilizer. No procedural delays or cancellations were reported. Steris has made multiple attempts to obtain additional event info; however, the user facility will not respond.